Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act buttons of insulin pump was harder to press. The customer¿s blood glucose level was unknown. The customer stated that the screen of insulin pump was very hard to read in the sunlight. Customer also stated that prime was slower and insulin pump did make grinding noise during rewind. The insulin pump will not be returned for analysis.